Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with a blank display. Pump unable verify to pump unable to upload to carelink, pump unable to pair to the transmitter and pump alert with "device not found" and perform the self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the battery tube, electronic assembly, motor assembly, internal battery tube and keypad flex tail. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case. Blank display due to moisture damage electronic assembly. Unable to verify pump unable to upload to carelink, pump unable to pair to the transmitter and pump alert with "device not found" due to blank display. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication insulin pump to transmitter. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device was returned.